Manufacturer narrative:
Concomitant medical products: 383069 lead implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain, dizziness, lightheadedness, and a heart rate in the forty beats per minute range per an electrocardiogram. It was noted that the cardiac resynchronization therapy pacemaker (crt-p) was programmed to pace at a lower rate of sixty beats per minute. The device remains in use. No further patient complications have been reported as a result of this event.